Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The tip outer diameter (od) was measured and is within specification. The stent was damaged at its distal end. The struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-nov-2014. It was reported that crossing difficulties were encountered.   A 24 x 2.50 promus premier¿ stent was advanced to treat the target lesion but the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good . However, returned device analysis revealed a distal stent damage.